Manufacturer narrative:
The product is not available for investigation.

Event description:
The event occurred on an unspecified date that the customer reported the plum set leaked erbitux on the air vent, even though the air vent was closed. There is no report of adverse event and no report of human harm.

Manufacturer narrative:
No 120300412 product samples or videos were returned for investigation. An image was provided which showed an orange infusate solution appearing to leak out from the air vent cap on the bag spike. A lot history review was not possible as no lot number was provided. The reported complaint can be confirmed. The probable cause of the leak cannot be determined from the information provided.